Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013, when the surgeon connected the battery to the trauma recon system in pre-op, white oil would leak when an attachment was connected to the main body of the trs. This is 7 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The report indicates the complaint closed without report because no material has been returned. Device was used for treatment, not diagnosis.